Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) battery voltage status bar was gray. The device was implanted. Battery voltage information was reviewed by a technical specialist once implanted and it was found that the battery voltage had recovered to an expected level. The device remains in use. No patient complications have been reported as a result of this event.